Event description:
It was reported that the transmission report observed a lead warning on the right ventricular (rv) lead for low lead impedance. The lead impedance was trending downward and there were varying threshold. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.